Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No rewind anomaly noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer¿s blood glucose level was 231 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer was performed self test and rewound the insulin pump but it alarm over and over. The customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.